Event description:
During a knee arthroscopy meniscal repair an extravasation occurred. The arthroscopy pump kept running and would not sense pressure. There were no alarms. Device checked out o.k. Prior to event. Pt developed compartment syndrome which resulted in the pt requiring a fasciotomy. The pt also developed a deep vein thrombosis.